Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the patient experienced a pleural effusion potentially due to the implant procedure. The physician did not believe the leads or device caused the pleural effusion, but believed it was caused by the implant procedure. A pleural puncture was attempted. Additional information was requested, but unavailable. The patient was discharged in stable condition. Related manufacturer report numbers: 2938836-2019-06711, 2017865-2019-11813, and 2017865-2019-11814.